Event description:
It is reported that the patient developed sacral eschar associated with the skin coming in contact with stools leakage resulting from water leakage when inflating the flexi-seal signal balloon. It is further reported that the event occurred between four hours and three days and all devices five flexi-seal in fifteen days were discontinued.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Please note: there are (B)(4) cases associated with this product; therefore, a separate FDA form 3500a has been generated to address the other (B)(4) cases. In addition, as stated on the complaint form provided, the events occurred four times between (B)(6) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.